Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Event problem and evaluation codes: method - (process evaluation): work order search. Results - (evaluation result): a lens work order search was performed and no similar complaints were found within the work order. Conclusion - (unable to confirm complaint): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon inserted a 13.2mm vicmo13.2 implantable collamer lens, -08.50 diopter, in the patient's left eye (os) and the lens tore/broke. The lens was removed with no reported injury. The lens was exchanged for another same model lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
Product evaluation found the lens returned dry in the lens container. Visual inspection found haptic torn/broken/bent/deformed. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the lens tore during injection. (B)(4).